Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # 731c25. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a package with product code b12lt apparently closed, a foreign matter is visible inside the package. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a filament inside the primary package. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Is product problem type of reportable event.